Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented via remote transmission showing non-sustained oversensing on the rv channel. Patient was asymptomatic. Review of the stored egms revealed intermittent ventricular undersensing due to pseudopseudofusion atrial pacing. Programming changes were made.